Event description:
C-section performed (B)(6) 2006. Pt returned in (B)(6) 2006 and retained sponge was identified. On (B)(6) 2006, sponge was removed. Bag-it sponge counter bags were used to count used sponges. One-dot separation in pouch is used to place one sponge on each side. This separation opens making it difficult to determine if one or two sponges is in each pouch.